Event description:
It was reported that the cot was involved in an ambulance accident while transporting a patient in which the ambulance rolled over. It was further reported that the patient sustained an unknown head injury as a result of the ambulance accident. It could not be confirmed that the stryker product had caused or contributed to the alleged injury, and details regarding any possible medical intervention were not given.